Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "[Name removed] called to request a service call for this vent. He stats that during setup of this vent (no patient involvement), they noticed that the limit knob doesn't work. The adjust knob works fine. He confirmed that the vent pressurizes to specs (patient circuit calibration checks out fine). [Name removed] states that when they try to lower the limit knob, the lowest map is 14cmh2o. They cannot adjust for any low map".

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and determined the failure was caused by a loose limit knob. However, the carefusion field service rep was not able to determine what caused the loose limit knob. The carefusion field service rep tightened the limit knob set screw and ran the device through a complete operational checkout per the service manual to ensure that the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service.